Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm, and didn't disconnect at any point during therapy. Per the initial report, the home pt did notice air all the way back to twist valve on the transfer set. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.